Event description:
It was reported the patient had not used or charged her ipg in over a year. The patient's ipg was explanted and replaced. Stimulation and coverage were regained post-op.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation results: as received, the ipg was non-responsive as a result of the battery being depleted for an extended period. Per the event details, the patient had not used or recharged her ipg for over 1 year. The reported complaint could not be analyzed as this is considered to be a user error. Per product labeling, "if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.